Event description:
It was reported that the screw broke during acl surgery. No patient injury or significant delay were reported. Back up was not available.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. Clinical details were provided stating no starter of tap was utilized prior to insertion.